Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline drainage and a temperature of 100.6 during their clinic visit on (B)(6) 2021. The patient was admitted for further work up. Their blood cultures were negative but the driveline culture was (B)(6) for (B)(6). The computed tomography (CT) showed inflammation around the driveline, but no pump involvement. On (B)(6) 2021 the patient was taken for incision and drainage (I/d) with wet to dry dressing changes, but a wound vac was not necessary. The patient received intravenous (IV) vancomycin until (B)(6) 2021.